Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7073557, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7075302, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7073352, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7075303, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed moderate worsening of parkinson's symptoms with rigidity and bradykinesia on the left side due to inadequate stimulation. The patient was admitted to the hospital and underwent a revision procedure where the implantable pulse generator (ipg) and adapters were explanted. The patient was doing well postoperatively and was discharged from the hospital. The event was reported as related to the stimulation and not related to the procedure or device hardware. Additional information was received that indicated the explanted devices were retained by the medical facility and were not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed moderate worsening of parkinson's symptoms with rigidity and bradykinesia on the left side due to inadequate stimulation. The patient was admitted to the hospital and underwent a revision procedure where the implantable pulse generator (ipg) and adapters were explanted. The patient was doing well postoperatively and was discharged from the hospital. The event was reported as related to the stimulation and not related to the procedure or device hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) batch: 7073557 UDI: (B)(4). Product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) batch: 7075302 UDI: (B)(4). Product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) batch: 7073352 UDI: (B)(4). Product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) batch: 7075303 UDI: (B)(4).